Manufacturer narrative:
On november 17, 2020, additional information received indicated that date of implantation was on (B)(6) 2007, and device was explanted on (B)(6) 2020. Manufacturer¿s reference nu (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
Medwatch number: mw5096122. It was reported that a female patient who underwent an unknown breast surgery with a unknown mentor saline prosthesis experienced cyst, dry eyes, dyspnea, fatigue, headache hypersensitivity/allergic reaction thyroid problems, vertigo., burning sensation arthralgia sweating shaking/tremors, and sleep dysfunction post procedure. Patient stated that she had lot of problems, and done lab test, and the result showed that the patient had low tsh, and that she had grave disease, therefore she had her thyroid removed. Unfortunately, her symptoms continued. She had done MRI and cat scan examinations, and the result were normal. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to left prosthesis.

Manufacturer narrative:
On (B)(6) 2021 mentor became aware that follow up 2 missed reporting the explantation date. Manufacturer¿s reference number: (B)(4). Patient removed the implants on (B)(6) 2020.

Manufacturer narrative:
Additional information received on aug 18, 2021 indicated that the date of implantation was on (B)(6) 2007, same date as the event date. Manufacturer¿s reference number: (B)(4).